Event description:
During follow-up, low sensing, oversensing, low pacing impedance and increased capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The event was resolved by repositioning the rv lead. The patient was in stable condition.